Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) implant procedure to implant a paddle lead and an implantable pulse generator (ipg). After the implant procedure, the patient experienced decreased motor function of her left leg upon awakening in the post-anesthesia care unit (pacu). The physician was unable to ascertain any cause between the device and the loss of motor function in the patients left leg. The patient underwent an explant procedure and all devices were explanted and retained by the medical facility. After the explant procedure, the patient was able to regain full motor function of her left leg within minutes of awakening. All the patients symptoms had resolved.